Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cholecystectomy, the first titanium clip was fired and could not fire properly when the cystic artery was clamped. They replaced with another device to resolve the issue. There was no patient injury.